Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 6 of 17 mdrs filed for the same event (reference 1825034-2015-01319 / 01334).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a fractured spindle. During the procedure, infection was noted. All components were removed and replaced with competitor cement spacer molds. Additional information received in operative notes reported that the area of the patient's deformity was osteotomized and after the procedure the patient's leg length discrepancy was still present.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a fractured spindle. During the procedure, infection was noted. All components were removed and replaced with competitor cement spacer molds.